Event description:
An excruciating lower left quadrant pain had to go to the emergency room (ER) was admitted then released then went back to the ER and was admitted again. Doctor said I had fallopian torsion or ovarian torsion though the device migrated and ends up just doing some pelvic ultrasounds and a pelvic exam and said nope everything was fine. I continue to have excruciating cramps and abdominal path. I'm a tough woman. I never even was bothered by menstrual cramps. I had the essure device implanted at age (B)(6). I'm now (B)(6). I'm currently laying in bed. I haven't had a period in 7 months and I'm hurting so bad I'm debating whether or not I should go to the ER. I am depressed. Have chronic fatigue, lower abdominal pain and back pain. It gets worse around the times I would normally have my period.